Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 20:55:58. During night drain cycle four, the patient's ultrafiltration reading was 1500ml, indicating the home patient drained 1385ml more than their maximum programmed fill volume of 2300ml. No further information was available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during a review of the event history log. An internal and external visual inspection was performed. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation included functional testing on the device. Upon conclusion of the investigation, the cause of the iipv event was determined to be a use error further specified as the total tidal ultrafiltration removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.